Event description:
The customer contacted stryker to report that during a patient event their device was unable to read the patient ECG. The customer advised that multiple sets of defibrillation electrodes were used with the same issue. The user also connected the 4 lead ECG electrodes and also were unable to get see the patient's ECG. In this state defibrillation therapy would be delayed or unavailable if needed. There were two devices used during the event that were reported to have connection issues. This report is for the second device. The patient did not survive. However, the customer, a healthcare professional, stated that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to read the patient ECG. The customer advised that multiple sets of defibrillation electrodes were used with the same issue. The user also connected the 4 lead ECG electrodes and also were unable to get see the patient's ECG. In this state defibrillation therapy would be delayed or unavailable if needed. There were two devices used during the event that were reported to have connection issues. This report is for the second device. The patient did not survive. However, the customer, a healthcare professional, stated that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.